Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to diabetic ketoacidosis and a high blood glucose level of 866 mg/dl, the customer's current blood glucose level 63 mg/dl. Customer experienced symptoms related to their high blood glucose, sleepy. The customer was wearing the insulin pump at the time of admission. The customer treated for high blood glucose was insulin pen. It was reported that that the main reason why customer was in there for so long was because they did a biopsy and found cancer on a spot on her lungs and rectal cancer as well. The customer was released on (B)(6) 2018. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.